Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that customer replaced ac inverted board inside the display and resolved the problem.

Event description:
The customer reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) has a flickering screen. No patient involvement or adverse event was reported.